Event description:
This report is being filed upon notification from our x-ray manufacturer to submit this incident that occurred in another country. The problem: this x-ray system uses a radiation protection screen device which is manufactured by another company. The radiation device with its support arm fell down. The nurse's arm was injured by the falling screen device. The support arm is mounted to the ceiling with a fixation bracket. This bracket is able to support two units but at this time there was only one radiation screen. The fixation bracket is mounted to an axis with two screws and this axis is fixed to the ceiling. The fixation bracket became loose and fell down together with the support arm and the radiation protection screen.

Manufacturer narrative:
(Eval method, results and conclusions) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.